Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm aortic aneurysm. It was reported that there was a possible type ia endoleak from the left posterior side of the aorta. Five aptus endoanchors were placed in the targeted area without issue followed by ballooning of the proximal neck with a reliant balloon. However the post angiogram revealed a continued type 1a endoleak. No additional clinical sequelae were reported and the patient is stable and being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.